Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-09282. It was reported that the patient presented for follow up both the right atrial and ventricular leads exhibiting noise. It was later revealed that the patient had undergone an unrelated surgical procedure where electrocautery was used resulting electromagnetic interference. The surgical team had not used a magnet to deactivate sensing. No interventions were made. The patient was asymptomatic.